Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. A visual inspection was performed and the reported defect was not observed. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) of a solution administration set in which the luer did not turn and could not be connected. This event happened during priming. There was no patient involvement; therefore, no patient injury or medical intervention was associated with this event.

Manufacturer narrative:
(B)(4). The sample is in the process of evaluation. Upon the completion of the evaluation or if any relevant additional information becomes available, a followup medwatch will be sent.